Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed in an unspecified artery. The 2.0x200mm armada 14 balloon dilatation catheter (bdc) was leaking at the valve connection site. Another armada 14 was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual, functional, and scanning electronic microscopy (sem) analysis were performed on the returned device. The reported leak was confirmed. The production record review was performed and revealed no indication of a product quality issue. The corrective and preventive actions (CAPA) review was performed and revealed CAPA issues related to the reported issue; indicating there is a potential product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The balloon was ultimately sent to the scanning electron microscopy (sem) lab for further analysis. The sem report determined the device leakage at the distal end of the luer may possibly be attributed to a gap/channel in the adhesive at the distal bond area. Radial cross-sections were performed just distal and proximal to the distal adhesive bond area, revealing gaps/channels in the adhesive between the shaft and inner surface of the luer lumen. The investigation determined a potential product quality issue based on the evaluation of the returned unit and the review of the corrective and preventive actions (CAPA) database. The leak was observed coming out of the distal end of the strain relief tubing. It was determined the device leakage from the distal end of the luer may possibly be attributed to a gap/channel in the adhesive at the distal bond area. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.